Event description:
Nurse reported that surgeon had difficulties with screw/blade interface on 1.2mm screws in variax hand kit. Screw head may have stripped out. Another identical device was used to complete the case. There were no adverse consequences, medical interventions or procedural delays.

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.